Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their insulin pump. Blood glucose value was 400 mg/dl at the time of the incident. The battery cap was damaged. Troubleshooting was performed and the device will be replaced but not returned.